Event description:
It was reported that during a procedure at the user facility the tourniquet would not stay inflated. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.